Event description:
It was reported that the physician was shocked during surgery. Magnet was placed over the device during the surgery. The device remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6996 implantable pacing lead implanted: 2006 (B)(6). (B)(4).